Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been having a lot of trouble with their controller. Caller stated that the stimulation will automatically switch to a higher level even when they turn it down, and they have no idea why. Caller added that they talked to a rep who told them to reset the controller battery for 3 minutes, but they are still getting stimulation even with the battery out. Agent had caller reinsert the battery pack into the controller and connect to the implant. Caller saw group b with programs 1 and 2. Caller noted that they can turn the stimulation down all they want, but they still feel it. Agent had caller go into program 1. Caller noted the intensity was at 1.1. Caller then saw the intensity had changed to 1.8. Caller commented that they think the representative screwed up the adaptivestim because it changes by itself. Caller stated they have not had good luck the two times they have met with the reps. Caller confirmed they had changed positions when the intensity changed during the call. Agent reviewed information with caller, and caller decided to turn adaptive stim off. Agent reviewed how to turn stimulation off versus turning intensity down. The issue was not r esolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated they don't have a doctor and don't have insurance. Patient voiced frustration. Caller stated it has never worked right and they don't get why they still feel stimulation when the battery is out of the remote. Agent reviewed device function and reviewed with caller that given this is a medical device they should follow up with a medical professional. Caller asked how long the warranty is good for because this thing has never worked; agent reviewed. Agent reiterated with caller to follow up with a healthcare provider for further programming and education. Patient called back and repeated previously documented information. Patient mentioned they had adaptive stim turned on from when they called in before. Patient mentioned their controller is in a foreign language. Patient mentioned they didn't try t intentionally change the language and they reset their controller at the time the controller changed language. Agent walked patient through changing language back to english and patient confirmed controller was in english. Agent reviewed role of rep and informed patient hcp's office can call nas.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.